Event description:
The chuck was returned to the MFR for svc, and during the investigation an unk fluid came out of the device. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The attachment was received at the MFR for svc and eval. During the investigation an unk fluid came out of the device. A sample was taken from the device and sent to clinical sciences for analysis. A f/u report will be submitted after the quality investigation has been completed.